Event description:
It is reported that a customer received a no delivery alarm on their insulin pump during the prime sequence. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer did not want to return the reservoir or infusion set back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).